Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities, other than induced damage from normal use. The lead was severed near the terminal end, and only the proximal segment of the lead was returned. The setscrew marks were in the correct location on the terminals. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities other than the induced lead damage from normal use.

Event description:
It was reported that this right ventricular (rv) lead exhibited variable impedances and noise. Subsequently, the rv lead was explanted and replaced with a competitor lead. It was suspected that there was some damage to the lead, possible insulation breach, most likely due to the friction caused by the lead rubbing against the generator. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited variable impedances and noise. Subsequently, the rv lead was explanted and replaced with a competitor lead. It was suspected that there was some damage to the lead, possible insulation breach, most likely due to the friction caused by the lead rubbing against the generator. No additional adverse patient effects were reported.